Event description:
The reporter stated that the posterior intervertebral body device was, postoperatively, partially expelled from the site at which it was implanted. The reporter stated that the original surgery was conducted at vertebrae levels l3-l4. X-rays taken 1 week postoperatively showed that the implant had been displaced approx 3mm out from between the vertebra. The original surgery was conducted using a 10mm vu epod as well as the aspen spinous process fixation system manufactured by lanx that does not utilize pedicle screws. When the revision surgery was conducted, the surgeon repositioned the existing vu epod implant back into place, and added pedicle screws to help provide compression. Consequently, the implant used for the initial surgery (the complaint sample) is not available for evaluation.

Manufacturer narrative:
Integra's investigation determined that there are no nonconformances in the log for this family of parts that would contribute to this issue. This is the first reported incident in the complaint log of a vu epod coming out of position. The intended use section of the vu epod 510k summary states: "the vu epod and vu lpod intervertebral body fusion devices are intended for use with supplemental fixation such as the coral spinal system or the bodyform thoracolumbar fixation system." Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.